Event description:
It was reported that during a procedure of the eccentric, de novo, bifurcation of the 99% stenosed posterior descending (pd) artery, and the 90% stenosed right coronary artery (rca), the lesion was penetrated with a non-abbott guide wire. A 1.0 x 10 mm non-abbott balloon catheter was advanced but failed to cross the lesion. A second non-abbott device failed to cross also. The lesion was dilatated with a 1.2 x 12 mm trek balloon catheter with the support of the tornus catheter. Additional dilatation was completed with a 3.5 x 15 mm non-abbott balloon catheter. A 2.5 x 28 mm xience v was implanted in the pd and a 3.5 x 18 mm non-abbott stent in the bifurcation. A kissing balloon technique (kbt) was used with a 2.0 x 20 mm trek and a 3.5 x 15 mm trek but strong resistance was met advancing inside the guide catheter and the catheters did not exit the guide catheter. It was suspected that the guide wires were entangled and attempts were made to disentangle the device while in the anatomy, however, the devices came out of the anatomy. No further attempt to perform the kbt and the procedure was completed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dll: dil cath: 2.0 x 20 mm trek, guide wire: conquestopro, guide cath: tornus, stent: 2.5 x 28 mm xience; 3.5 x 18 mm nobori. The device was not returned for evaluation. Therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.